Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned devices were visually examined, and the following was observed: two (2) frame struts bent outwards at the inflow side on the crimped valve. Valve deployed by engineering during pre-deco process. Bent struts corrected after valve deployment. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the complaint for frame damage' was confirmed based on the evaluation of the returned device. Although follow-up from the field stated the patient's access vessels had 'mild' calcification, no tortuosity, and a minimum luminal diameter sufficient for use of the 14fr esheath+ (' 5.5 mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that one or more patient factors (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. Additionally, as resistance was encountered during valve insertion, excessive device manipulation may have been applied to overcome the resistance while advancing the delivery system with crimped valve through the sheath. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-08390. The investigation is ongoing.

Event description:
As reported by our german affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, the esheath+ was inserted at a correct angle and the loader was fully inserted, however, during insertion of the commander with the valve through the esheath+, the valve got stuck about 5cm after the hemostatic valve. It was observed that one of the valve struts was punctured out of the esheath+. The devices were removed as a unit without difficulties. A new 16fr esheath+ was used in replacement and the valve was successfully implanted with a good outcome. The patient did not suffer any injury and was noted as to be stable.